Event description:
Had a v-beam procedure done by dr (B)(6). Dr (B)(6) assured me that the procedure was safe and she had performed it many times on a variety of pts and included herself. She assured me that she would use a low setting when performing the laser treatment. Afterwards I was very red and then gradually turned purple. I was told that this would resolve in 7-10 days and when it did not I went back in to get it checked out and her assistant could see the damage that the laser caused as you could see the marks. Dr (B)(6) pretended not to see the damage and would not admit fault. She stated that she did use a low setting and the treatment was non-purpuric and blamed the discolorations, depressions, and lines on my skin on rosacea. She did offer me my money back but since then the v-beam laser has caused what looks like scarring on my face, severely dry skin, vertical lines, and two hypopigmentation spots the size of half dollars on my cheek.